Event description:
Catheter and stylette inserted in normal fashion. Blood return was 6,000 at site and tournique was removed. Site began to infiltrate, catheter/stylette immediately removed. Rn. Noticed portion of catheter was missing, reapplied tourniquet and palpated site to locate fragment. Unable to locate by palpation sent for flouroscopy, located adjacent to injection site, used cvt-down procedure to remove, minor first aid applied to patient following procedure.select items from same lot sent to MFR for analysis, no defects found.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: other, other. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.